Manufacturer narrative:
Has not been returned to manufacturer for investigation as of (B)(4) 2010. Preliminary testing have not been completed.

Event description:
Pt stated that electrodes were causing burn marks on the pt's skin.